Manufacturer narrative:
A visual examination of the returned screw under naked eye and with magnification was performed. Other than slight damage inside the hexalobe feature and one damaged thread, the screw is in good condition. Functionally checked the screw with the returned broken plate and could not lock the screw into the plate threaded holes due to damaged thread. The thread might have been damaged during screw install or removal process. No definitive conclusion can be drawn at this time without further info. Additional mdrs associated with this event: MDR 3025141-2016-00066: plate; MDR 3025141-2016-00067: screw 1; MDR 3025141-2016-00068: screw 2; MDR 3025141-2016-00069: screw 3; MDR 3025141-2016-00070: screw 4; MDR 3025141-2016-00071: screw 5; MDR 3025141-2016-00073: screw 7; MDR 3025141-2016-00074: screw 8; MDR 3025141-2016-00075: screw 9; MDR 3025141-2016-00076: screw 10; MDR 3025141-2016-00077: screw 11; MDR 3025141-2016-00078: screw 12; MDR 3025141-2016-00079: screw 13; MDR 3025141-2016-00080: screw 14.

Event description:
An olecranon plate was implanted. Approximately two months post op, the plate broke. The plate and screws were explanted.